Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump was exposed to moisture. The customer¿s blood glucose was 135 mg/dl at the time of the incident. The customer states that the insulin pump was exposed to moisture and type of moisture was shower water. It also stated that the home screen did not displayed on screen. The customer was not able to complete troubleshoot because water was present in battery compartment and screen was fuzzy for several hours. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Findings: pump received with blank display due to moisture damage on the electronic assembly. Also pump received with moisture damage on the battery tube, motor, vibrator and keypad assembly noted. Unable to perform the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test due to blank display. No fuzzy screen during testing. Pump received with scratched case, pillowing keypad overlay and minor scratched lcd window. .